Event description:
It was reported that during an unknown procedure, two devices the clips are bent at the tip and the clip is crossed. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: were malformed clips? Yes. Were clips scissored? No. Were tips of bent or misaligned devices? Yes. How was completed case? They used another clamp in good condition for the process. This is the information provided by the customer.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Was event date (B)(6) 2013 or (B)(6) 2014? Was (B)(6) aware date (B)(6) 2013 or (B)(6) 2014? Were clips malformed? Were clips scissored? Were tips of devices bent or misaligned? How was case completed?

Manufacturer narrative:
(B)(4). Additional information: jaws. The analysis results confirmed that the lx107 device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.